Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 0.9; second test inr = 1.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070384. First test inr =0.9; second test inr - 1.4; mean = 1.2; sd = 0.35; %cv = 30.7. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Add'l model# english.